Event description:
It was reported that this right ventricular (rv) lead had failure to capture at max output. A lead perforation was suspected, and effusion was confirmed on a CT scan. The patient experienced near syncopal symptoms but did not experience syncope. This lead was revised and currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had failure to capture at max output. A lead perforation was suspected, and effusion was confirmed on a CT scan. The patient experienced near syconpal symptoms but did not experience syncope. A lead revision was scheduled. This lead currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had failure to capture at max output. A lead perforation was suspected, and effusion was confirmed on a CT scan. The patient experienced near syncopal symptoms but did not experience syncope. A lead revision was scheduled. This lead currently remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.